Manufacturer narrative:
A sample has been received at manufacturing which has not yet been evaluated. Photos attached to the parent complaint were reviewed by the manufacturing site. The attached photos show five knives in blisters unrelated to the complaint file. The reported issue of blunt knives could not be confirmed from review of the received photos. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Two opened knife samples were received in blisters unrelated to the complaint for the report of blunt knives. The returned samples were visually inspected and were found to be nonconforming. Sample number one was found with a damaged tip and cutting edge while sample number two had a damaged tip. Penetration testing could not be performed due to the damaged condition of the samples. As no lot number was identified with this complaint, lot history and complaint history reviews could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips and damaged cutting edge exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. No lot number information has been provided for this report. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the fourth of four reports for this facility. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that multiple knives were dull during separate cataract surgeries. Alternate knives were obtained in order to complete the procedures. There was no impact to any patient. No additional information is anticipated for this report.